Manufacturer narrative:
(B)(6). Issue: a customer complaint was received from (B)(6) indicating that the gtin bar code on the cat. No. 4406 general use blade did not match the number for this cat. No. In sap everest. An investigation was conducted to determine the root cause of this discrepancy and ascertain the appropriate corrective action. Investigation: in 2018, the supply chain operations compliance team observed that the gtin numbers assigned to the surgical clipper products manufactured for bd by panasonic had been incorrectly coded as drugs, rather than as medical devices. A project revising the labeling was already underway at that time, therefore new gtin numbers were added to the project scope and were assigned in sap everest (reference change control ip-vh-17-010). The affected sku¿s were: 4406, surgical clipper general use blade. 4403a, surgical clipper sensiclip blade. 4412a, surgical clipper neuro blade. 5513e, surgical clipper handle. 5514a, surgical clipper charging adapter ¿ us. 5514e, surgical clipper charging adapter ¿ europe. 5514k, surgical clipper charging adapter ¿ (B)(6). 5514u, surgical clipper charging adapter ¿ (B)(6). In 2019 the artwork was completed, approved and given to the manufacturer. Implementation of the new artwork took over a year to complete, as a result of various geographic regulatory timing mandates and restrictions. Once the final artwork implementation was completed, notification to the global master data team should have taken place, however this step was overlooked in error. The information on the products, during this time, was correct, and the gtin numbers were properly assigned, however the former numbers had not been removed from sap everest until recently. Current status: sap everest has been uploaded with the new gtin numbers and the former numbers have been removed. In discussions with the global master data team, the correct information is now reflected globally. No further corrective action is required and no other customer notification on this issue has been received, to date. To date, this has been the only complaint for the related lot number and failure mode. Bd will continue to track and trend for this failure mode. Additionally, complaints are also reviewed monthly during our quality data analysis meetings.

Event description:
Label content incorrect.